Event description:
I was implanted with the essure device in (B)(6) by my gynecologist. Within 6 months of implantation, I was in a lot of pain on my lower abdomen, on my left side. I called my doctor and she ordered ultrasounds. When she showed me the results, she said everything looked fine, even though I noticed that the coils look bent and twisted. After 2 years, I am still in a lot of pain down there. And now the pain has migrated down to my leg, the right side is fine.

Event description:
Additional info received from the reporter on (B)(6) 2014: I had a total hysterectomy on (B)(6) 2014 to remove fragments that previous surgery left behind. Dr (B)(6) performed my surgery.

Event description:
Additional info received from the reporter on 05/23/2014: essure implant was removed along with one fallopian tube. I found medical records that say I had no fallopian tube on my left side. Essure device was implanted in a nonexistent tube. I had surgery on (B)(6) 2014 by dr. (B)(6). Surgery was right salpingectomy and laparoscopic removal of essure. Implanting doctor that failed to research my records before implanting me with essure was dr. (B)(6). Dr. (B)(6) also was involved in implanting essure in me. Implant date was (B)(6) 2010. Lot #20227512. (B)(4). Pain on left side is still present. I'm in the process of finding a new obgyn to help me figure out what's wrong.